Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that on the first hemovac blood reinfusion system, the device functioned properly, but at the next drainage after completing the blood reinfusion, the evacuators became not function and the fluid in the collection tubing began to flow backward (toward pt). But the backflow was intercepted by the nurse by cutting the tubing and no one was affected with this matter. Additional clinical follow up with the hospital indicated that the problem occurred after successfully drainage, and re-infusion process with both units. This was additionally identified to have occurred after the pts had been moved to their rooms following recovery period.